Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 18-apr-2023. [Additional information]: on 18-apr-2023, additional information was received. The information indicated that there was no difficulty positioning the coil in the target site. There was no difficulty in getting the coil to conform to the aneurysm wall; the coil was unable to conform to the aneurysm wall. The coil was still attached to the delivery system when it was removed. The coil was not stretched or damaged when it was removed. Excessive force had not been applied during the attempt to resheath the device. The coil and the device positioning unit did not protrude from the introducer. Neck modeling was not used. E.1: (B)(6). Updated sections: b.4, e.1, e.3, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30729912) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Positioning difficulty / poor conformability is a known potential issue associated with the use of the device. With the limited information available and without the product available for analysis, the reported customer complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization procedure targeting a 5mm anterior communicating artery (acom), a 4mm x 10cm galaxy g3 coil (gly120410 / 30729912) was used. It was reported that framing was difficult; therefore, the physician attempted to resheath the coil to reposition the concomitant phenom¿ microcatheter (medtronic), however, resheathing was not possible and the complaint coil was replaced with another coil and the procedure was completed. There was no negative impact to the patient.